Manufacturer narrative:
Citation: ivanov b, et al. Clinical results and 30-day outcomes of self-expanding transcatheter aortic valves: comparative case-matched analysis of corevalve® versus acurate neo¿. Perfusion. 2021 sep 2;2676591211042562. Doi: 10.1177/02676591211042562. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparative analysis of the outcomes of transcatheter aortic valve replacement (tavr) using two types of self-expanding transcatheter valves. All data was retrospectively collected from a single center between january 2014 and december 2017. A total of 152 patients were included in the study population, divided among patients implanted with a medtronic evolut r valve (n = 76) or a boston scientific acurate neo valve (n = 76). No unique device identifier numbers were provided. The evolut r group consisted of 38 females and 38 males, with a mean age of 81.2 years and a median weight of 72 kg. In the evolut r group, two deaths occurred within thirty days of tavr. The first patient died ten days after the procedure due to septic shock with multi-organ failure. The second patient died eighteen days after the procedure following prolonged therapy (treatment undisclosed) for a severe femoral bleeding complication. Based on the available details in the article, medtronic product was not associated with the first patient¿s death but may have contributed to the second patient¿s death. In the evolut r group, non-death adverse events included: unspecified need for transcatheter valve-in-valve implantation during tavr procedure; conversion to open surgery; unplanned use of cardiopulmonary bypass; stroke; major bleeding; cardiac tamponade; new permanent pacemaker implantation; elevated mean gradients (24 mmhg); and mild to severe paravalvular leak. No additional adverse patient effects or product performance issues were reported.